Event description:
Litigation papers allege the patient is experiencing significant and permanent personal injury including, but not limited to release of metal and metal ions into his the patient sustained significant economic damage, interference with daily living activities and interference with his ability to perform other economically productive enterprises.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.